Event description:
It was reported that during preparation of an unspecified procedure, device is stuck on microcatheter. A 200cm x 10cm fathom -14 guide wire was being prepped prior to use when the distal to mid section of the guide wire became stuck with a non-bsc microcatheter. The physician encountered resistance during the attempt to remove the guide wire from the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).